Event description:
Reporter alleged the customer obtained a result of 27 mg/dl on the advantage system compared back to back with a result of 180 mg/dl on a professional system when testing was performed within 10 minutes. Reporter also alleged the customer obtained the results of hi (greater than 600 mg/dl) and 440 mg/dl on the advantage system compared back to back with a result of 60 mg/dl on a professional system when testing was performed within 10 minutes on a different day. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.